Event description:
Customer reported that battery was depleting more than 50% per day. There was no reported impact to the customer's blood glucose level. Customer declined follow-up from technical support, and no further information regarding the outcome of the event was obtained.